Manufacturer narrative:
Occupation ni equals lay user/patient. The event occurred in (B)(6).

Event description:
A customer complained of 2 occurrences where the inr results from their coaguchek xs meter serial number (B)(4) did not correlate to an unknown laboratory method results. At 10:37 the result from the meter was 8.0 inr. Within 1 hour the result from the laboratory was 4.8 inr. On (B)(6) 2018 at 11:17 the result from the meter was 4.3 inr and at 1:54 the result from the meter was 4.3 inr. Within 1 hour the result from the laboratory was 2.6 inr. The customer's therapeutic range is 2.5 - 3.0 inr. There was no allegation of an adverse event. The investigation is currently ongoing.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in the scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Corresponding retention test strips (lot 294151) were also tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification of the regular retention testing process.

Manufacturer narrative:
Relevant retention test strips (lot 294151) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose two human blood samples from (B)(6) donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.